Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to encoder signal out of phase. The motor position encoder error alarm could not be verified due to motor error alarm. The device also had a cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error. It was stated that the customer wore the device during an MRI test. The blood glucose at the time of the incident was 80 mg/dl. The alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.